Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Report received from united states, patient identifier: (B)(6), of tingling lips during a heterologous mononuclear (mnc) stem cell apheresis procedure started at 0900 and stopped at 1445. The donor received calcium infusion (dose unk) and progressed to have tetany. The pt was given an unspecified form of hydration and continuous calcium infusion totalling 8 gms. This was the donor's first apheresis procedure. The donor recovered with no sequelae. The pt reportedly had "normal" labs. The donor was reported to be healthy without medical issues. This report is being filed due to medical intervention for the donor reaction.

Manufacturer narrative:
(B)(4). This disposable set was unavailable for return or was not requested for investigation (lot number was unk). Trends suggest that the event reported is random and isolated to this customer on a general basis, as spectra pt reactions have been reported at a rate of (B)(4) in 2009. No safety issue occurred, nor was alleged to be likely to occur. Tetany is a case of involuntary muscle contractions, usually caused by a lack of calcium. This situation was most likely caused by the anticoagulant used during the procedure. The customer's sales contact (B)(6) was informed of this event and made several attempts to contact the customer. No response was received. The cobe spectra essentials guide states; "caution: the cobe spectra system has many safety features. A donor and/or pt reaction can occur rapidly, however, it is imperative that the operator continuously monitor the cobe spectra system and the donor and/or pt." "Adverse effects - be aware of possible donor or pt reactions during apheresis procedures." "Wbc disposable tubing set only: if using a sedimenting agent in a granulocyte [polymorphonuclear (pmn)] removal procedure, all personnel involved in performing the procedure should understand any adverse effects, warnings, and cautions printed in the product insert provided by the sedimenting agent manufacturer. Conclusion: known potential side effect of procedure.